Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the lead exhibited low sensing; repositioning of the lead was attempted several times. The lead was not used. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.